Event description:
The patient contacted lfs alleging inaccurate control high readings on their one touch ultralink meter. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. The patient obtained a 130 with a range of 95-127. The test strips were in good condition and not expired. The technique of doing the control test was correct. The control solution was not expired and was stored properly. Customer care advocate (cca) had the patient retest and the test strips fell out of range. Patient opened a new vial of test strips and the test strips still fell out of range. All products were replaced. The complaint is being reported due to the test strips falling out of range with the control solution.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.